Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the abdomen. On (B)(6) 2023, the patient experienced a skin reaction with itching, burning, rash, redness and infection underneath sensor pod area. The reaction was treated with a prescription of an oral antibiotic, doxycycline. At the time of the report, the patient was doing okay. No additional patient or event information is available.